Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Without the returned product, there is not enough evidence to form a conclusion on the reported event. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the screw (psath4l) loosened. The screw was replaced.